Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1w68h implanted: (B)(6) 2019: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were not sure if it's working. They were told some of the leads were not working but it was okay because they could program around it. They saw a representative (rep)  a couple of months ago and they adjusted it with the rep it worked for a week and then it stopped. The rep said to call in for help making adjustments. The caller stated the patient cannot control their bowels. The caller has already changed the programs and increase to over 6.0. Agent reviewed and advised the caller to leave the stimulation level at a comfortable level and monitor the symptoms for couple of days and if it did not change, they can try to increase. Agent reviewed that it is unknown how the cancer or the medication can affect the symptoms and to follow up with hcp. Agent reviewed and advised the impact of the settings on the longevity of the battery of their implant. (B)(6) 2026 additional information was received from the patient (pt). They reported that that patient was seen on (B)(6) 2025 for fecal incontinence episodes. The rep was first notified on (B)(6) 2025 where device was interrogated and adjusted. The rep clarified that the leads were not working because they the leads showed impedance on electrode 0 and 1. It was unknown if this was caused by normal battery depletion or what the most likely cause was. To resolve the issue the patient had changed programs and will be scheduled to be seen by the office in the near future after trialing programs on their programmer. It was reported that the issue was not resolved and further action needed at this time. (B)(6) 2026 additional information was received from a manufacturer representative (rep). The rep reported that the impedances were measured at >4000. Impedance checked in office by staff, not reported until a later date. It was unknown when the impedances were observed